Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation identified that due to disconnection in cable unit, the endoscopic image could not be displayed. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the investigation results, no non-conformances were found. A definitive root cause cannot be identified. However, the most probable cause of the reported event was traced to component failure, which is expected or random component failure without any design or manufacturing issue. To mitigate the risk/harm to the patient, the instructions for use manual provides the following: using a camera head that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the camera head was not being recognized by the video processor. Checked with another (same model) video processor and the camera head was still not working. There was no damage to the cable. The issue was found during preparation for use/prior to sedation. There were no reports of patient harm.